Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) was unable to connect to a monitor. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt was unable to connect to a monitor because the electrode belt trunk cable connector pins were bent. The root cause for the bent pins could not be positively identified but was likely excessive force while connecting or disconnecting the electrode belt. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.